Manufacturer narrative:
Correction: this was not a reportable medical event as the hospitalization was not related to a device malfunction. The patient advised they had been off the omnipod system 2-3 months prior to hospitalization.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1158 mg/dl. It was also reported that the controller would not turn on. Symptoms reported include hyperglycemia, loss of consciousness. Choking, gagging, shaking, convulsing, and no movement. The patient was treated with propofol, other medications, and life support. According to the patient they have been off life support and is recovering. They have mentioned that they are not blaming the omnipod product for this hospitalization. The patient is still admitted in the hospital per the report.